Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operated within the manufacturing specifications. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a blank display. There was no report of patient involvement. The date of the event is unknown.